Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx), a guidewire, a guide catheter. It was noted that the patient's vessel was calcified. During the procedure, the guidewire was used in the rx port and the catrx was introduced into the patient. However, the catrx was unable to cross the lesion. Therefore, the catrx was removed. The procedure was completed using a new catrx, the same guide. There was no report of an adverse effect to the patient.